Event description:
It was reported that during a prostatectomy, while stapling the dorsal vein complex, the surgeon closed the device down, squeezed down the firing handle and it became broken; it could not fire and could not open. The device was ripped/pulled off the tissue. There was no damage to the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient reported; the patient is fine. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.